Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2008 and an obturator sling was implanted. The patient has experienced pain in right side, constant discomfort and recurring infections. The patient underwent a revision procedure on (B)(6) 2012 and the surgeon released the tape/mesh which had "shrunk". The surgeon opined that the tape was too embedded and would be dangerous to remove. The patient continues to experience pain, discomfort and recurring infections. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.